Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced dizziness. Alerts were noted and noise and undefined high impedance in both configurations were noted on the right ventricular (rv) lead. It was noted the "pins were past on the post" and possible grommet / setscrew issue was noted on the implantable pulse generator (ipg) on fluoroscopy. Prior to the revision procedure loss of capture on the lead was noted following administration of local anesthesia. Diagnostic testing / trouble shooting was performed. The lead was reprogrammed and remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.